Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Unomedical reference number (B)(4). Event occurred in canada, it was reported that patient faced 5 infusion set fell off event on (B)(6) 2024. The infusion set had been in use for 2.5-5 hours. Blood glucose level was 19mmol/l at the time of event. Patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.